Event description:
Reporter alleged the customer crashed and passed out when she tested him, obtaining discrepant back to back blood glucose results of 269 mg/dl, 96 mg/dl and 46 mg/dl within 10 minutes on the advantage system. Reporter stated she began giving the customer orange juice and sugar right after obtaining the first result of 269 mg/dl until he could drink it on its own. No other actions were reported taken or treatment received. A request was made for the return of the affected product.